Event description:
Reportedly, during a routine follow up, the pacemaker has been reinitializated. The physician would like to know why it happened.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the subject pacemaker switched in standby mode on 18th november 2025. The pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks performed by the programmer during the device interrogation. The programmer has requested the switch in standby mode because at least one bit was corrupted. The origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. The device re-initialization process was properly performed and normal pacemaker functioning was restored. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.